Event description:
This is a spontaneous report by a nephrologist from (B)(4) of infectious reaction at the catheter level and septic peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed an infectious reaction at the catheter level. The patient was seen in the clinic on (B)(6) 2010 for the catheter related infection. The patient was diagnosed with septic peritonitis the same day. The patient received remedial treatment with cefazoline ip and gentamicine "local infusion". The patient recovered fully on (B)(6) 2010. The patient was not hospitalized for the event and the catheter was not changed. Per the physician, the events were not related to extraneal, nutrineal and physioneal. The nephrologist considered the events to be nonserious. Multiple reports were received from the same facility.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.